Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))- perforation in the right fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping in my abdomen"), rash ("rashes on my body"), weight increased ("weight gain"), vision blurred ("blurry vision"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) . Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the fallopian tube perforation, pain, dysmenorrhoea, dyspareunia, headache, allergy to metals, abdominal pain, abdominal pain lower, rash, weight increased, vision blurred, fatigue and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pain, rash, vision blurred and weight increased to be related to essure. The reporter commented: after my essure removal surgery, the symptoms described above improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(4). Essure confirmation test was done on (B)(6) 2013 by ultrasound. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: fu from pfs: new events: dysmenorrhoea, device breakage, dyspareunia, fatigue, migraine, headache, allergy to metals, fallopian tube perforation, vision blurred, weight increased, abdominal pain, abdominal pain lower, rash were added. Product stop date added. Reporter, patient demographic information, other relevant history updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))- perforation in the right fallopian tube /migration of essure device location of device: migration of right essure through right tubal cornua.") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation 87 power setting for 1 minute 5 second". The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen since (B)(6) . On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In (B)(6) , the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping in my abdomen"), fatigue ("fatigue") and migraine ("migraines") and was found to have weight increased ("weight gain"). In (B)(6) , the patient experienced allergy to metals ("nickel allergy"), rash generalised ("rashes on my body /rashes or skin conditions type: rashes, random break out on my neck,") and vision blurred ("blurry vision"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and pain ("physical pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the fallopian tube perforation, pain, headache, allergy to metals, abdominal pain, abdominal pain lower, vision blurred and fatigue was resolving and the dysmenorrhoea, dyspareunia, rash generalised, weight increased and migraine had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pain, rash generalised, vision blurred and weight increased to be related to essure. The reporter commented: after my essure removal surgery, the symptoms described above improved. Discrepancy in insertion date between two pfs noted ((B)(6) 2012 and (B)(6) 2012). Discrepancy noted in date of essure confirmation test ((B)(6) 2013 and (B)(6) 2013). Discrepancy in removal date between two pfs noted : (B)(6) 2016 ,(B)(6) 2016. Essure device on the patient's left approximately eight coils visible and on the right five coils visible. After novasure was done, the right coil had been misplaced. This was grasped and removed with forceps and replaced with three trailing coils noted inside the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: 1. Endometrial canal is not visualized due to the history of endometrial ablation. Bilateral essure devices, the devices are visualized on the scout film but we are unable to determine it positioning normal. Ultrasound pelvis - on (B)(6) 2016: there is anteverted uterus measuring 7.1 x 4.6 x 4.7 cm. Endometrium measures 4 mm. Norma! Right ovary 3.0 )t 2 4 x 2.5 cm. Normal left ovary 2,5 x 2.1 x z.1 cm. Essure coils appear to be visualized bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: pfs received. Outcome of event were updated.event: ablation with essure micro insert nos were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s))- perforation in the right fallopian tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen since 2007. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), allergy to metals ("nickel allergy"), abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping in my abdomen"), rash generalised ("rashes on my body"), weight increased ("weight gain"), vision blurred ("blurry vision"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) .essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown and the fallopian tube perforation, pain, dysmenorrhoea, dyspareunia, headache, allergy to metals, abdominal pain, abdominal pain lower, rash generalised, weight increased, vision blurred, fatigue and migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, migraine, pain, rash generalised, vision blurred and weight increased to be related to essure. The reporter commented: after my essure removal surgery, the symptoms described above improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Essure confirmation test was done on (B)(6) 2013 by ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc(product technical problem ) incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.